Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaks water. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump (6400) was returned for investigation in good condition. A delivery test was performed on the unit. The customer's concern regarding the failed 20ml accuracy was unable to be confirmed. The delivery accuracy testing found that the pump's average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. No adverse effects were reported.